Event description:
Customer's family member tested the pt with the freestyle meter while pt was having a hypoglycemic event in the middle of the night. The result of the test was 284m/dl. The family member knew this was incorrect. Customer's family member immediately took two more tests with results of 149 and 150mg/dl were given. The tests were reported to have been performed on the finger. The reported freestyle results differ by more than 20% and meet the MFR's definition of a malfunction. Family members treated the pt with apple juice and one tube glucose gel.